Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient initial surgery on 2010 and enhancement procedure had surgery on (B)(6) 2016. Then presented on (B)(6) 2016 with ingrowth in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. A flap lift and rinse was done on (B)(6) 2016 in both eyes and ingrowth resolved. Bcva from (B)(6) 2010: right eye pre-op 20/15 -1.75 x 0.00 x 0; left eye pre-op 20/15 -1.75 x -.50 x 115. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.00 x -.25 x 122; left eye post-op 20/20 -.75 x -.25 x 85.